Event description:
Pt's spouse reported that the needle set leaked where it connected to the tubing and the patient had to use another needle set to continue the infusion, this happened twice once last month and again this time. No missed dose or adverse events were reported. Unknown if the patient has the defective device available for return. Unknown if the md is aware. The product lot number is unknown. No additional information was reported. Diagnosis for use: common variable immunodeficiency. Pt code: 4582. Device code: 1354. Procode: fpa. Ref report: mw5177434.